Manufacturer narrative:
Patient identifier (B)(6). Patient age at the time of enrollment 73 years.

Event description:
Elegance study. It was reported that a grade c dissection occurred, requiring an additional device. The subject underwent treatment with the ranger drug coated balloon and eluvia drug-eluting stents on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, proximal popliteal artery and mid popliteal artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 5 mm with lesion length of 350 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, the pre-treatment was performed using 2.0 mm non-boston scientific (bsc) laser and dilated using 5 mm x 200 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 5.0 mm x 200 mm ranger drug coated balloon and implanting three 7 mm x 120 mm and a 7 mm x 40 mm eluvia drug eluting stents. Post treatment, post-dilation was performed using 6 mm x 150 mm sterling pta balloon and the final residual stenosis was noted to be 0%. Per edc, on (B)(6) 2022, same day as index procedure, dissection of grade c was noted in the left mid sfa and distal sfa due to 5.0 mm x 200 mm ranger drug coated balloon. In response to the event, bailout stent was implanted. Post treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022 , the event was considered to be resolved. On (B)(6) 2022 , subject was discharged on aspirin and clopidogrel.